Event description:
I used the tens for the first time, and the next day I noticed my back had broken out in a rash where the gel pads were. I stopped using the device for about one month, and then I tried it again and the rash came back after one day. Scarring is on my back that itches and won't go away.

Manufacturer narrative:
Pt-1 was advised by the device manufacturer to stop using the device and return it for evaluation using the manufacturer provided shipping call-tag. The manufacturer received the device along with the hydrogel pads designed for exclusive use with the device. The device appearance was normal and the device evaluation showed the electrical output for the device was to specification. The manufacturing record was evaluated in the investigation process and the device performed to specification when it was manufactured. The manufacturer provided an explanation to pt-1 it appears he has the type of skin that does not tolerate transcutaneous electrical nerve stimulation. Additionally, the manufacturer contacted the prescribing health care provider informing pt-1 does not appear to tolerate transcutaneous electrical nerve stimulation.